Event description:
It was reported that an asymptomatic patient presented to clinic for lead revision due to left ventricular (lv) lead dislodgement. Device interrogation revealed failure to capture on the lv lead. On (B)(6) 2022, the physician elected to cap and replace the lv lead. There were no patient consequences.